Event description:
A customer reported there was no sensor filament inside the adc device and was unable to obtain sensor readings. As a result, the customer experienced hypoglycemia, a loss of consciousness, and seizure and were given juice as treatment by their spouse. Paramedics were called and the customer was transported to the hospital where they admitted and provided gel packs for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator had fired successfully and the sharp was not returned . Visually inspected the sensor pack and observed damaged transition features. It is observed that the lid was completely peeled off. Inspected the platform and no issues were observed. Visual inspection was performed on the sensor and no failure modes were observed. Sensor plug was not returned. Therefore issue is closed to no product returned due to sensor plug not being returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported there was no sensor filament inside the adc device and was unable to obtain sensor readings. As a result, the customer experienced hypoglycemia, a loss of consciousness, and seizure and were given juice as treatment by their spouse. Paramedics were called and the customer was transported to the hospital where they admitted and provided gel packs for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported there was no sensor filament inside the adc device and was unable to obtain sensor readings. As a result, the customer experienced hypoglycemia, a loss of consciousness, and seizure and were given juice as treatment by their spouse. Paramedics were called and the customer was transported to the hospital where they admitted and provided gel packs for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.